Manufacturer narrative:
(B)(6) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found blood visible in the guide wire lumen, on the shaft and on the loosely folded balloon consistent with a leak while in the patient anatomy. The balloon was wrinkled distal to the proximal marker for a length of 6 mm. The inner member was wrinkled and smashed distal to the proximal marker for a length of 6 mm. There was a bend in the inner member 3.5 mm distal to the proximal marker. The distal end of the tip was torn. The distal shaft was wrinkled 11.8cm distal to the guide wire exit notch for a length of 9 mm, confirming the reported damage. There was a hole in the outer member at the wrinkled distal shaft 11.8 cm distal to the guide wire exit notch. The distal shaft was wrinkled 1.5 cm proximal to the proximal seal for a length of 2 mm. There was a tear in the guide wire exit notch for a length of 2 mm. There were three bends in the hypotube distal to the strain relief tubing. There was a stopcock attached to the hub. An indeflator, filled with water, was used to pressurize the balloon catheter below the rated burst pressure (rbp) and fluid was observed leaking from the hole in the outer member at the wrinkled distal shaft 11.8 cm distal to the guide wire exit notch. Factors that may contribute to a leak in the shaft include, but are not limited to: manufacturing, handling of the product during preparation/use, and/or interaction with the guiding catheter and/or lesion/anatomy. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release. It was reported the kissing balloon technique was used and force was applied in the attempts to advance the catheter, which likely contributed to the noted shaft damage as there was no damage noted to the catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It should be noted the trek instructions for use (IFU) states: if resistance is met during manipulation, determine the cause of the resistance before proceeding. If the resistance cannot be eliminated, remove the interventional devices as a unit. Continuing to advance or retract the catheter may result in damage to the vessels and / or separation or laceration of the catheter. It is likely that as force was applied, the shaft kinked and wrinkled, and interacted with the lesion/anatomy, resulting in the noted tear in the shaft. Further interaction with the lesion/anatomy likely contributed to the noted damage to the tip. Further, the tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for kinks, leaks, or shaft damage for this lot. There is no indication of a lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure.

Event description:
It was reported that the shaft of the trek balloon catheter kinked during a left anterior descending artery procedure. The catheter was to be used for a kissing balloon technique but was pushed with force causing blood to enter into the indeflator. Therefore the catheter was replaced with a new catheter and outside the patient it was confirmed that the shaft was wrinkled and kinked near the guide wire exit notch where a leak was also suspected. No adverse patient effects were reported. No additional information was provided.